Event description:
It was reported that iab was removed from tray with stylet. Stylet was removed & md loaded the guidewire. Iab was inserted & md went to remove guidewire; guidewire was stuck in iab. As a result, md removed iab with guidewire & sheath. Another iab was requested and md had to regain artery access.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.